Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Visual evaluation notes ar-9676 had nicks on the edges around both ends of the shaft, and strong abrasion marks around the outside diameter of the shaft and around the square end. Functional testing with the mating part ar-9597-20 was not performed due to the devices are stuck and cannot be separated. The most likely cause for the reported failure can be attributed to user error due to interference with the mating instrument.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06060349 that an ar-9676 angled reamer became stuck inside an ar-9597-20 angled reamer sleeve. This occurred during a revers total shoulder on 10/17/2023. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.